Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 8cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. An extraction aid was found in the distal fragment. The analysis showed multiple abrasion marks along the lead fragments. In the distal region of the distal fragment, the conductor cable leading to the ring electrode was found fractured, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv shock coil and a bent df4 connector pin, most likely occurred during the extraction procedure due to applied mechanical forces. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
System explanted due to inappropriate shocks. Should additional information become available, it will be added to this file.